Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.

Manufacturer narrative:
The events occurred between 25apr2018 and 30apr2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 250 ml eva tpn bags were found with particulate matter (pm) after compounding and prior to use. The pm, described as ¿floaters¿, were observed in the bags. There was no patient involvement. No additional information is available.